Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 366 mg/dl, this morning blood glucose is 444 mg/dl. The customer reported that the last night blood glucose was 172 mg/dl and on monday at lunchtime was 257 mg/dl. It also stated that high pressure test was performed and result was insulin pump alarmed in 4.2 units. The customer treated high blood glucose with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.